Event description:
The following literature article was reviewed by the clinical complaints specialists team: mezzetto l, d¿oria m, gallitto e, et al. Early and midterm results of covered balloon-expandable stents (vbx-gore) for endovascular treatment of chronic aorto-iliac occlusion. J cardiovasc surg. 2024;65(4):358-369. Doi:10.23736/s0021-9509.24.12977-1 summary: the aim of this study was to describe the early and mid-term outcomes after treatment of chronic occlusive tasc-iib, c and d aorto-iliac disease after endovascular treatment using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) with kissing stent technique [ks] or covered endovascular reconstruction of aortic bifurcation configuration. The study included 89 patients (62 male, 27 female) were in the study and 87 had technical success between 2018 through 2022. Complications included bleeding, thrombosis, and stenosis. Two patients had stent-graft thrombosis, four patients had femoral thrombosis, and three patients had stent-graft stenosis, all of which required reintervention. Selective unplanned relining with bare metal stent [bmx] interventions occurred 2-19 months post implant due to partial stent-graft infolding or residual stenosis.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code ¿other¿ was selected as no device information (serial or lot number) is available and no device was returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: update of codes to reflect evaluation findings, type of investigation and device problem. A unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were available for evaluation. The cause of the reported potential malfunction(s) could not be established.